Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported poor image resolution was due to anatomy and echocardiogram imaging. The recurrent mr appears to be related to the slda. Dyspnea appears to be a cascading effect of the mr. There is no indication of a product issue with respect to manufacture, design or labeling. The other implanted mitraclip (01027u234) referenced is filed under a separate medwatch report number.na.